Event description:
It was reported that non sustained right ventricular oversensing determined to be myopotential oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were to be made at a future date in clinic. There were no reported patient consequences.

Event description:
New information was received noting the patient came into clinic, programming changes were made, no additional oversensing of episodes was seen. There were no patient consequences. The patient was to continue with regular follow ups in clinic.